Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they had an x-ray done a couple weeks ago and ever since pump has been constantly alarming to change reservoir. Customer states alarms middle of night and pump says its blocked and it's not. The customer was assisted with trouble shooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarms, pump error 38 alarms, pump error 130 alarms, insulin flow blocked alarms, or displacement anomalies noted. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.